Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found in the biopsy channel, however, the specific material could not be identified and the cause could not be specified. Three attempts were performed to obtain additional information regarding the foreign material and device reprocessing, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps passage had debris and stains, the control knob had play, the distal end cover had dents and scratches, the objective lens had tiny chips on the cement, the light guide lens had tiny chips on the cement, the bending section rubber glue had cracks, and the light guide tube had multiple dents. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had foreign material in then channel due to peeling while flushing the channel. The issue was found during reprocessing. There were no reports of patient harm.